Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the procedure was due to a problem with the device or therapy. The patient had a MRI following an accident that the patient had been involved in. It was reported that the patient was found near their bike, where possible seizures occurred but the patient claimed to have been taking seizure medication. The stimulation was for migraines and not seizures. It was reported that the patient had a history of seizures but the hcp had not seen the patient since 2013. Relevant medical history includes headache and spinal pain.

Event description:
Additional information received reported that the patient had seizures as a child. As the patient had gotten older, the seizures had been more frequent. The patient was on medication but doesn't always take it. There was no mention of a relationship between the seizures to the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.